Event description:
It was reported that the right atrial (ra) was undersensing which was observed via latitude (remote monitoring). Technical services were consulted and confirmed undersensing and indicated that the atrial pacing percentage increased significantly last month. It was noted that the impedance measurements decreased around the same time; however, there is no evidence of out-of-range impedance measurements. It is intended for the patient to be brought into clinic for further review. This lead remains implanted and in service. No adverse patient effects were reported.